Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The patient effects of fistula, hematoma, hemorrhage and pseudoaneurysm are listed in the electronic proglide instructions for use as potential adverse events of use of the device. Based on the information reported through the research article, a definitive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention, surgical intervention and medication required were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: article title "access site complications of peripheral endovascular procedures: a large, prospective registry on predictors and consequences".

Manufacturer narrative:
The date of event is estimated . The device location was not provided. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Literature attachment. Article title: "access site complications of peripheral endovascular procedures: a large, prospective registry on predictors and consequences".

Event description:
It was reported through a research article identifying the perclose proglide possibly related to the following outcomes: composite of hematoma, pseudoaneurysm, and arteriovenous fistula by duplex ultrasonography or active access site bleeding after leaving the catheterization laboratory and before discharge. Possible treatment consisted of manual compression, surgery, medication, covered stent implantation, prolonged hospitalization. Specific patient information is documented as unknown. Details are listed in the attached article, titled "access site complications of peripheral endovascular procedures: a large, prospective registry on predictors and consequences".